Manufacturer narrative:
Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use in: ¿instructions evis lucera duodenovideoscope olympus jf-260v/tjf-260v operation manual. Chapter 3 preparation and inspection 3.2 inspection of the endoscope ,3.3 preparation and inspection of accessories, 3.4 attaching accessories to the endoscope. Important information ¿ please read before use¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a stuck distal end cap and a peeled adhesive around the light guide lens. There was no patient involvement.